Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported an elevated blood glucose level of 260-429 mg/dl. Reportedly there were air bubbles throughout the cartridge tubing. Customer gave themselves a bolus, changed supplies and administered manual injections to resolve issue with no permanent damage.